Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with physical pain and sustained an unspecified permanent injury. All other information is unknown and reportedly unavailable.